Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display. Customer's blood glucose was 200 mg/dl. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. The customer called back to report that they continued to have a blank display. Customer stated the blank display was not resolved with a new battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The low battery alarm is functioning properly. No unexpected blank display or unexpected alarm noted. No damage found on the lcd isolation tape noted. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.